Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the down and esc buttons of insulin pump did not respond. Customer stated that insulin pump did not delivering the insulin. Customer stated that they experienced the high blood glucose as well as low blood glucose value. Customer stated that they treated with manual injection for high blood glucose value and carbohydrate with low blood glucose value. No harm requiring medical intervention was reported. Customer declined to troubleshoot. The insulin pump will be returned for analysis.